Event description:
Olympus (ofr) was informed that the image from a customer video system reportedly "disappears, becomes striped, blue on the screen" during preparation for use. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the image was not displayed due to the broken video connector socket. It could not be determined if the image had stripes and blue on the screen occurred due to a malfunction of the subject device as it was no confirmed at the repair department. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation and a correction to the product receipt date (d9). A full technical evaluation was completed in accordance with the ome specification. The system was inspected and tested: an intermittent loss of the image function displayed on the monitor was observed due to the faulty video connector. The product is a loaner device and was put into use in may 2019. The repair history for the device indicates the device was previously repaired in december 2018 for a lamp issue. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.